Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, the reported difficult positioning and difficult leaflet grasping was due to challenging patient anatomical conditions. The reported difficult to remove was a cascading effect of the reported difficulty positioning the device/operational context. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip caught on leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed with difficulty due to the aorta-hugging trajectory even after trying to correct it. The physician wanted to go into the valve to try grasping anyways. The clip was able to get the posterior, and not anterior so the grippers were pulled up and it was noted immediately that the posterior leaflet tip was not free, and the clip was never able to be freed from the leaflet; therefore, the clip was deployed in the same spot. Echocardiogram and fluoroscopy showed the clip was very stable and had a solid grasp on the leaflets. A second clip was implanted, reducing mr to 2+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.